Event description:
It was reported to philips that the system's uninterruptible power supply was not working, which could impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment of procedure was delayed and completed using another system. The philips field service engineer (fse) inspected the system onsite following a customer report of ups failure. As a part of troubleshooting, the plc was switched from bypass to normal run, and multiple simulated power loss and restoration tests were performed using the 125a breaker. The system transitioned properly between low load fluoro and full power modes each time and the fse could not reproduce the reported issue. The plc was returned to bypass after testing, and the system was returned to use with limitation as per customer agreement. The codes were updated based on the investigation outcome.